Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Upon rebooting the system, the fse confirmed the recurrence of the error. To address the issue, universal surgical manipulator (usm) #3 was replaced. After replacement, the system was tested and verified to be ready for use. Isi has received the usm to perform failure analysis. However, as of the date of this report, the evaluation of the usm has not been completed.

Event description:
It was reported that during a da vinci-assisted ileocecal resection procedure, an error was encountered, and for unspecified reasons, the procedure was converted to open surgery. An intuitive surgical inc. (Isi) technical support engineer (tse) was consulted; however, by the time the call was placed, the system had already been undocked. Review of the system log confirmed the occurrence of the error, originating from the patient side cart (psc) common compute controller (ccc). At the time, the tower was still in use by the surgeon, preventing a power cycle from being performed. The customer indicated they would call back at a later time to attempt further troubleshooting. The outcome and resolution of the issue remain unknown. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Device evaluation: intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) associated with this complaint. Failure analysis (fa) confirmed the reported event. This usm was returned for failure analysis, and the reported error was confirmed and replicated during fa. Upon visual inspection, no issues were found related to the reported event. The usm was installed on the golden test system and replicated the error. The unit failed during sine cycle on the patient side cart (psc) fixture test platform (pftp), triggering an error (the unit controller detected that something hit a local fault reaction logic but there did not appear to be a fault associated with it). Encoders in the diagnostic app showed a latched error on the insertion axes controller spar hall sensor (acsh). Fa plugged in a test insertion acsh and the unit was able to power up and enable amps on the pftp.

Event description:
Refer to h11 for follow-up information.